Manufacturer narrative:
The disposable handpiece used in this case was not returned therefore, a failure analysis of the complaint device cannot be completed. The lot number of the disposable device was not provided therefore the expiration date is not known. The minerva controller used in the case was returned and evaluated. The minerva controller was tested to the relevant sections of incoming inspection requirements and all testing passed. A device history review was conducted for the controller serial number. The minerva controller when released met all qa specifications. Considering that no mechanical perforation of the uterine wall, nor thermal damage of uterine serosa was present, medical professionals involved in the patient's care unanimously suggested that the most likely and plausible explanation as to the origin of the bowel defects could have been the mechanical tearing of a highly fragile (collagen/elastin deficient) intestinal tissue during uterine manipulations in a "frozen pelvis" environment. During diagnostic hysteroscopy and minerva procedure placement of the tenaculum, traction exercised on the cervix, change of the position of the uterus during traction and potentially seating of the minerva device could have led to tearing of the collagen deficient intestinal tissue and formation of the described defects. Device not returned.

Event description:
A patient suffering from menorrhagia secondary to dub, with a history of c-section underwent an uncomplicated diagnostic hysteroscopy and minerva procedure. The patient history is remarkable in that it includes a previous episode of spontaneous colon rupture secondary to constipation that took place approximately six years ago, which was managed via laparotomy, colon resection and colostomy. The patient was suspected to suffer from an autoimmune and/or genetic condition resulting in a connective tissue disorder, associated with significant collagen/elastin deficiency. The patient is also suspected to have suffered from some form of unspecified coagulopathy. Two days after the endometrial ablation procedure, the patient reported to the ER with an onset of severe abdominal pain and shortness of breath. Shortness of breath was the exact symptom she had during the episode of spontaneous colon rupture six years prior and what prompted the patient to go to the ER. CT scan was performed and gas was seen in the abdominal cavity. A general surgeon evaluated the patient and performed an exploratory laparotomy. Upon laparotomy, organs of the abdominal cavity had significant adhesions as a result of prior surgery. The organs of the pelvic cavity were described as a "frozen pelvis". The body of the uterus was unremarkable, but covered with adhesions and loops of the intestine. There was no evidence of mechanical perforation of the uterine wall, nor was there any evidence of thermal injury to the serosa of the uterus. The surface of the uterus was described as pink and viable. Two perforations of the colon were identified. The patient had clear evidence of peritonitis. After significant dissection of the adhesions, the surgeon performed bowel resection. Surgery was complicated by the patient's tissue being very abnormal and highly fragile, which was described as "wet cardboard". According to the surgeon, any tissue manipulation, including suturing would result in tearing of tissue. Upon completion of the procedure the patient was transferred to ICU and later to a different medical institution. Over the next few days, the patient was recovering normally and was doing much better. However, during extubation attempt she experienced a cardiac arrest. All the efforts to revive the patient were unsuccessful (exact date unknown). Considering that no mechanical perforation of the uterine wall, nor thermal damage of uterine serosa was present, medical professionals involved in the patient's care unanimously suggested that the most likely and plausible explanation as to the origin of the bowel defects could have been the mechanical tearing of a highly fragile (collagen/elastin deficient) intestinal tissue during uterine manipulations in a "frozen pelvis" environment. During diagnostic hysteroscopy and minerva procedure placement of the tenaculum, traction exercised on the cervix, change of the position of the uterus during traction and potentially seating of the minerva device could have led to tearing of the collagen deficient intestinal tissue and formation of the described defects.